Event description:
Broken wire guide inside the patient. Per information per rep: "the wire broke inside the patient - but it was taken out - no harm done."

Manufacturer narrative:
(B)(4). Event is still under investigation.